Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with blower stalled error. The customer reported there was no patient involvement.

Manufacturer narrative:
A good faith effort was made on multiple occasions to obtain further information from the customer. To date, nothing further has been provided. Per customer now the unit will run in normal operation with no issues. No further information available at this time.